Event description:
The patient presented for an evaluation regarding a pocket hematoma and discoloration of the area. It was noted the associated OEM lead showed "malfunction with externalization". Patient states difficulties started 2 months prior after bumping into a car door. The system was removed.

Manufacturer narrative:
(B)(4) 2014 - on (B)(6) 2014 cultures showed coag-negative staphylococcus with gram positive cocci in clusters on lv lead.

Manufacturer narrative:
The device was explanted due to a hematoma. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, the hematoma was not device related.